Manufacturer narrative:
Concomitant medical device: 4968-25 lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a lead warning for undefined impedance. Loss of capture was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.